Event description:
It was reported that the patient had surgery on (B)(6) 2013 and now needs surgery on (B)(6) 2013 to wash out his device skin pocket that has become infected. The surgeon may also remove the vns if he think that is required to clear up the infection. Review of the device history records for the generator confirmed the generator met all final testing specifications and sterilization standards prior to distribution. No other information has been provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.

Event description:
It was reported by the patient's mother that the patient had redeveloped an infection for which an attempt was previously made in order to clean the pocket and save the generator. Initially, the surgery and the antibiotics appeared to remedy the infection, but the patient soon redeveloped the infection and the generator was explanted. The date of explant is unknown.